Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) terumo bct is awaiting the return of the device. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. Nounusual process variable was identified in the run data file. It is possible that the failure could donor-related. In regard to the filter that was forwarded to the manufacturer, should the findings from the manufacturer differ from the information presented in this report, an addendum will be added to correct/update the investigation findings.

Manufacturer narrative:
Investigation: the platelet bags and filter were received for investigation. Upon visual inspection no defects were noted with the filter. The filter has been forwarded to the manufacturer for further investigation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.